Manufacturer narrative:
Evaluation - a visual inspection shows the lens is torn in half and a haptic is torn off at the optic junction. There is a clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated, that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic got caught in the cartridge and tore. The lens was removed without enlarging the incision and another lens was inserted. No patient injury. The cartridge they used is the wrong cartridge for this lens.